Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece of the damaged reload fall in to the patient? If so, how was the piece retrieved?

Event description:
It was reported that during an unknown procedure that when the surgeon fired the device the reload broke into three pieces. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: k5d59f. Investigation summary: the analysis results showed that one ecr60d reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did any piece of the damaged reload fall in to the patient? If so, how was the piece retrieved? The case was a sigmoid colon, the reload broke apart into three pieces. All pieces were retrieved and no harm to patient.